Manufacturer narrative:
An internal biomérieux investigation was initiated for false negative oxsf with staphylococcus aureus (v7.01) involving the vitek® 2 ast-gp75 card. The customer repeated testing with vitek 2 software v8.01 resulting in the correct positive oxsf, which correlated with the alternative cepheid meca positive result. The customer did not submit their strain for investigation as the issue was resolved after the update to v8.01 software. Without submittal of the isolate, a discrepancy compared to reference method could not be confirmed. However, it appears from the description of the issue that the expected result was obtained after testing with 8.01 oxsf knowledge base. So it is likely that this isolate demonstrated late growth, which was not detected by the 7.01 knowledge base, but was detected with 8.01 knowledge base due to the time extension included in the 8.01 oxsf knowledge base. Vitek 2 ast-gp75 (lot 2750767203) met final qc release criteria and passed qc performance testing.

Event description:
A customer from the united states notified biomérieux of non-detection of (B)(6) when testing with the vitek® 2 ast-gp75 test kit. The customer reported that the vitek 2 card obtained a (B)(6) result. The customer performed alternate testing (xpert® mrsa-sa bc), and it tested (B)(6) as (B)(6). This isolate was initially run at software version 7.01 on (B)(6) 2018. They updated to software version 8.01 on (B)(6) 2018, and the isolate was retested. After the software update, the (B)(6) was (B)(6), and the (B)(6) was (B)(6) but aes modified it to (B)(6). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.